Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. D4: the UDI number is not known as the part and lot number were not provided. Literature review: expect the unexpected, acute left man coronary artery occlusion during tavi: a case series.

Event description:
The article, "expect the unexpected, acute left main coronary artery occlusion during tavi: a case series", was reviewed. The article presented a case study of a 67-year-old male patient with a history of type a aortic dissection with subsequent david's reconstruction of the ascending aorta, previous bioprosthetic aortic valve replacement with explantation of the ascending aortic prosthesis, and reimplantation of a 23mm bioconduit, and known atrial fibrillation. It was reported that on an unknown date, a 25mm navitor valve was chosen for off label valve-in-valve aortic valve replacement procedure. During procedure, while the valve was partially deployed after confirming sufficient implant depth, st elevation was noticed on electrocardiography. Coronary artery angiography showed acute left coronary artery (lca) occlusion with flail of the left leaflet associated with the previously implanted 23mm bioconduit aortic valve. A decision was made to cannulate the lca with an extra backup catheter before completing deployment of the 25mm navitor valve. A drug-eluting stent was then implanted in the left main coronary artery. There were neither paravalvular leaks nor valvular regurgitation findings on control aortography. The 12-month follow-up was uneventful regarding valve and coronary hemodynamics. [The primary and corresponding author was abdelrahman elhakim, schleswig-holstein university hospital-kiel, kiel, germany, with corresponding email: ayelhakim1985@yahoo.com].

Event description:
N/a.

Manufacturer narrative:
As reported in a research article, acute left main coronary artery occlusion during tavi. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device was received for analysis. Based on the information received, the cause of the reported incident may have been due to procedural circumstances (off-lable use). However, this could not be conclusively determined. The reported surgical intervention was result of case specific circumstences. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device. Please note the per the instruction for use (IFU), the navitor¿ valve is intended to replace a stenotic native aortic valve. D4: the UDI number is not known as the part and lot number were not provided. Literature review: expect the unexpected, acute left man coronary artery occlusion during tavi: a case series